Manufacturer narrative:
The returned lead was received in two pieces. The cable lumen and coating of one superior vena cava cable were found to be abraded and all the filars of the inner coil were found to be fractured at proximal region of the lead in the suture tie zone. The fracture of the inner coil in this location likely caused the oversensing detected in the field. Electrical testing did not find any indication of internal shorts. Other damages found are consistent with those occurring at explant procedure.

Manufacturer narrative:
(B)(4).

Event description:
During follow-up non-sustained oversensing was noted. The lead was explanted and replaced. During procedure lead damage was noted. The patient was in good condition following procedure.